Manufacturer narrative:
Patient's weight, other relevant history, including preexisting medical conditions and implant date were not provided. When the requested information becomes available, a supplementary report will be submitted. (B)(4).

Event description:
Per complaint (B)(4), during the follow up procedure, patient experienced loss or failure of implant to integrate.